Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced parts to correct the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system the customer reported repeated error 32101. The technical support engineer (tse) checked the logs, error verified. Tse asked the customer to reboot the system with hard reset, but error was still present. Error appeared when connecting an instrument to one of the universal surgical manipulator (usm). More troubleshooting was needed. It was possible there was a problem with axes controller platform (acp) 2 or hydraulic system. There was no report of patient involvement.